Event description:
During a right percutaneous nephrolithotomy ureteroscopy, and nephrostomy tube exchange with percutaneous access, the surgeon was using a zip wire and pulling it in and out of the ureter when he noticed the plastic coating was off. The surgeon was able to successfully retrieve the two plastic cover pieces with graspers from the cystoscopy tray. There was no harm to the patient. Manufacturer response for zip wire, zip wire (per site reporter): manufacturer was notified by or manager.